Event description:
It was reported the tip cover of the subject device fell off inside the patient's body during surgery. Prior to use the tip ring was pushed in until it was visible. Per the surgeon it came off as if it split, although not confirmed. The tip cover was retrieved from the patient and there was no impact to the patient's health.

Manufacturer narrative:
This complaint is related to patient identifier (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the distal cover was insufficiently attached to the scope (due to the posterior end of the distal cover not completely covering the hook of the endoscope). Therefore, the distal cover easily detached when stress was applied to the device during use. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: operation manual: chapter 4 ¿ (section 4.1) - detection. Operation manual: chapter 3 ¿ (section 3.5) ¿ prevention . This supplemental report includes a correction to g2 and h8 from the initial medwatch. Also, additional information received from the customer has been added to b5. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the procedure in which the event occurred is unknown. Although the device reportedly fell into the patient¿s body, the exact location is unknown. However, the distal cover was removed using a different scope. The incident caused a delay; however, the duration is also unknown. Although it is reportedly unknown if the patient required additional anesthesia or medical intervention, it was confirmed that incident did not lead to a serious deterioration of the patient¿s state of health.